Event description:
A report rec'd from the USA stated an 840 ventilator experienced constant device alert alarms and subsequently shut down. There was no report of pt involvement at the time of malfunction. The date of the event is unk. No add'l info is available at this time.

Manufacturer narrative:
This report is currently being investigated. As add'l info is obtained, a supplemental report will be submitted. (B)(4).